Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - health effect clinical code: 4581 - photophobia. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.6, -9.0/2.0/070 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023 as a replacement lens complaint. It was indicated that the patient has mild photophobia but with clear vision. "No supplementation". Lens remains implanted.

Manufacturer narrative:
B5 - it was later reported that the problem resolved. Mild photophobia is no longer a problem in the patient. Claim#: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.0/2.0/070 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023 as a replacement lens complaint. It was indicated that the patient has mild photophobia but with clear vision. "No supplementation". Lens remains implanted. Claim #: (B)(4).